Event description:
The guide wire fragment could not be removed after triple lumen catheter insertion requiring retrieval in interventional radiology. Multiple attempts to gather add'l info was unsuccessful. Pt outcome was not provided by rptr.

Manufacturer narrative:
Device portion remaining in pt. Device breakage. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does offer any add'l evidence of contributing factors. A review of previous complaints regarding this device have led to the initiation of a CAPA. We will continue to monitor for similar complaints. Per quality engineering risk assessment, no action is necessary as there is insufficient risk.